Event description:
Reportable based on analysis results approved on 12 june 2006. It was reported that during introduction, it was not possible to push the express vascular ld 10.0x40x75 cm stent delivery system through a 7 french cordis introducer sheath. This express sds was replaced with another express sds to successfully complete the procedure. There were no patient complications as the product was not inside the patient yet.

Manufacturer narrative:
Device analysis confirmed that the device was returned trapped inside a 7 fr sheath. The balloon appeared to be meeting resistance 20 mm from the distal transition zone. The root cause of the restriction is unknown. The device was removed from the sheath and it was noted that an indentation was present in the shaft approximately 10 cm proximal from the proximal bond site. After excessive force was used to remove the device from the sheath, it was noted that struts 6 & 7 of the stent were uneven and splayed. It is most likely that this damage to the stent occurred as a direct result of the severe restriction that was experienced in the sheath. No other issues were noted with the profile of the crimped stent and the balloon. An indentation was noted in the shaft. It is not possible to determine if this damage to the shaft was present prior to the physician's attempts to insert the device through the shaft. A review of the shop floor paperwork was performed and no anomalies were noted from this review that correlate to difficulties experienced by the physician during the use of this device. One other complaint was associated with this batch number reference. This complaint was reported by a different physician and by a different hospital. The complaint was reported for balloon would not go through the sheath. The root cause of the complaint incident is unknown. No further corrective action is planned at this time. All relevant manufacturing and engineering personnel have been notified and we will continue to monitor for this type of complaint to ensure that there is no compromise to product quality.